Manufacturer narrative:
(B)(4). Batch # n93f40. The device was returned with the tissue pad damaged, melted and 100% present. In addition, the device was not broke and detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The ¿reactivate two switch activations detected¿ alert screen is associated with the hand activation button issues. However, no alert screens were displayed at any time during testing. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint. (B)(4).

Event description:
It was reported that during an unknown procedure, the device "broke. All pieces accounted for." The tissue pad started to melt, but did not detach completely. The case was completed with another like device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.